Manufacturer narrative:
Integra completed its internal investigation (B)(6) 2015. The investigation included: method: complaint trend. Results: no manufacturing or design related trend has been identified. Conclusion: the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.

Event description:
Maude report mw5041492 was received from the FDA on 06/25/2015 with the following information: the patient's head slipped in the mayfield skull clamp resulting laceration to the skin. Staple was required for skin closure. No further information could be obtained.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.